Event description:
It was reported the fowler cylinder was leaking and was leaking fluid onto the floor. No adverse consequences reported.

Manufacturer narrative:
The hospital staff evaluated the cylinders, ordered replacements, and disposed of the cylinders prior to evaluation by stryker.